Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized for diabetic ketoacidosis, with a blood glucose reading of 489 mg/dl. The customer also had the flu, nausea, vomiting and excessive thirst. The customer bolused several times, but continued to experience elevated blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer felt uncomfortable with the insulin pump and requested a replacement. Nothing further was reported.